Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated two (2) false low enzymatic creatinine (cr-e) results. The customer implemented a delta check for every result that is less than 35 umol/l. The false results were not reported outside of the laboratory. The customer reran the patient samples on an alternative instrument and obtained higher results. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Controls were run before this incident, but unknown if controls were run after this incident. Supporting information is not available for review. A bec field service engineer (fse) was dispatched and replaced the fluid distribution manifold (part number (B)(4)) on the chemistry cartridge (cc) side of the instrument which resolved the issue. Failure mode is the fluid distribution manifold.